Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired due to heart failure. It was also noted that defibrillator didn't not work. No further information is available.